Event description:
Additional information received reported that patient had their ins system explanted in (B)(6) 2013 (reporter could not remember exact date) due to pain located down by their sciatic nerve. It was also reported that the previously stated revision to move the ins (recent report that ins was moved from right to left side) in an attempt to relieve the pain took place on (B)(6) 2013. It was noted that the patient did experience this pain since implant and still had the pain even after removal of the device. The patient no longer was seeing their physician associated with the event and now was seeing a neurologist who had them "taking lots of meds". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient reported a loss of therapeutic effect. It was stated that the patient experienced shocking/jolting sensations her right hip. It was noted that the doctor told the patient that she thinks, it is her sciatic nerve. It was noted that on (B)(6) 2013, the patient had to use the bathroom 12 times. It was stated that the patient reports a "50% reduction during the night, but when bladder is full, she can't make it to the bathroom on time." It was stated that the health care provider (hcp) moved the patient's implantable neurostimulator (ins) from the left side to the right side to determine if the ins was causing the pain in the left buttocks and leg. It was also stated that this did not help and the pain persisted. It was noted that a radiological evaluation was done and the fluoroscopy was "normal." It was also noted that reprogramming was done and the settings and impedances were "normal." It was stated that after an exam by the neurologist, "injections in spine/back" were done. It was noted that the patient was still having concerns regarding their device and has appointments scheduled with her doctor. The patient was redirected to their hcp. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3093-28 lot# v973754, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).